Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient was admitted to the intensive care unit at (B)(6) hospital on (B)(6) 2016 due to diabetic ketoacidosis. Details regarding the patient's blood glucose level, symptoms and level of ketones were not provided by the reporter. The patient was reportedly treated by health care professionals at the time of hospitalization; the details of treatment were not provided by the reporter. The reporter did not provide any information regarding an alleged pump malfunction. This complaint is being reported because the patient reportedly experienced a reportable adverse physical event while on insulin pump therapy.